Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, leak between the plastic distal end cover and plastic distal end was noted. In addition, plastic distal end cover dent, bending section cover crack, light guide lens edge chip and broken stopper pin were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii duodenovideoscope forceps/instrument channel malfunctioned during procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to update results from the legal manufacturer investigation. The following sections were updated. Upon further review of this complaint by the legal manufacturer, this event is not reportable. There is no allegation of patient harm. Per the manufacturer's risk documentation, it is unlikely serious injury would occur due to this event. The complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.